Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative was able to resolve the reported event remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 25, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user issues with the phacoemulsification functions of the system. (B)(4).

Event description:
A nurse reported that during the phacoemulsification portion of a cataract extraction with intraocular lens implant procedure the vacuum was not rising and it did not pull the cataract. The surgery was completed using the same system and accessory with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).